Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was "cutting out and not ventilating intermittently". The pressure gage was not registering. Patient involvement is unknown.

Manufacturer narrative:
Additional information is provided in functional testing did not confirm the customer?s complaint. The ventilator cycles and the pressure gauge functions when connected to the patient test circuit. The root cause for this event is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections, please direct those to the following: regulatory.responses@icumed.com. Full UDI number: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received: event occurred during set up with a patient. There was no patient injury.